Event description:
It was reported that on march 25, 2023, the patient found urine leakage with using the foley catheter. The nurse immediately reported to the doctor and injected normal saline (30ml) into the balloon, and the urine leakage improved (the patient had leaked urine several times) but after a while the leakage of urine occurred again. Therefore, the catheter was removed completed without missing pieces and replaced with a new catheter immediately. Due to the frequent re-catheterization, the patient got the urethral injury and urinary tract infection which requires antimicrobial treatment and prolongs the hospital stay.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be poor balloon shape. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that on (B)(6) 2023, the patient found urine leakage with using the foley catheter. The nurse immediately reported to the doctor and injected normal saline (30ml) into the balloon, and the urine leakage improved (the patient had leaked urine several times) but after a while the leakage of urine occurred again. Therefore, the catheter was removed completed without missing pieces and replaced with a new catheter immediately. Due to the frequent re-catheterization, the patient got the urethral injury and urinary tract infection which requires antimicrobial treatment and prolongs the hospital stay.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.